Event description:
Customer reported a thb of 4.8 on a patient. This result was reported, but patient was not treated as the result was not consistent with the patient's previous results. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to patient health.

Manufacturer narrative:
After samples in question were run, there was a d70:2 optic error on the instrument at 8:05. Customer was instructed to perform a backflush and recalibrate and repeat redrawn sample from 8:01. After calibration rerun, sample result was 12.8 for thb. The instrument is performing acceptably.